Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer performed the fill tubing step and resumed insulin delivery to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.